Event description:
One pt with discrepant potassium results. Initial result gave 5.6 mmol/l; repeat gave 4.3 mmol/l. A second sample was obtained which gave 4.0 mmol/l. Initial result was reported. Pt not adversely affected. The field service rep determined the cause of the discrepancy to be due to a defective diluent syringe seal, and replace seal. Performance tests were performed and within specification.